Event description:
On march 30, 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultrasoft lancing device threads are stripped/damaged. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the issue began on (B) (6), 2010 at approximately 12 pm. It is not specified how the patient manages her diabetes; however, the patient indicated she continued her usual diabetes regimen after the alleged issue occurred. Per the cca documentation, the patient claimed that as a result of the reported issue she developed symptoms of extreme thirst and frequent urination the following day. However, the patient denied receiving any treatment as a result of the reported issue. A replacement lancing device was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.